Manufacturer narrative:
The monitor was powered up and the flowrate was tested. Tried running a high/low calibration and a sensor error was present. The tamper sticker was missing and the customer had been inside the monitor. The carbon dioxide tubing was pinched and attached to the incorrect location inside the monitor. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device was presenting error sensor upon testing. No patient injury was reported.